Event description:
Ligamax stapler was opened and after the first fire outside the patient, the equipment jammed. It was unable to be refired. The stapler was placed back on table. A new one was opened and used during the case. After an estimated 2 minutes, staff heard the first ligamax release. No one was injured.